Manufacturer narrative:
This report is a response to report # mw5068731. Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Only 6 devices were returned for evaluation. The catalog numbers for the returned devices were m1-5-1425, m1-5-1430, m1-5-1625, m1-5-1823, m1-5-1835, and m1-5-2030. Analysis of the returned devices consisted of a visual and functional evaluation, as well as a device history review. One of the devices was found to be fully functional. Overall, the devices were found to be well-worn and discolored, with some residue noted. No manufacturing defects were found on the devices and the failures could have resulted from a patient or operational related issue. Additional information was requested, but was unable to be obtained. We have assigned complaint numbers (B)(4) to these reports.

Event description:
As reported by user facility: we have noticed what we believe to be a high rate of g-tube dislodgements in which the balloon on the mini one low profile balloon button device is deflated. Of 41 dislodgements at our hospital for children and adults with developmental disabilities and medical complexity between (B)(6) 2016 and (B)(6) 2017, 14 (34 percent) were found to have a deflated balloon. In 13 of the dislodgements (32 percent), the balloons were determined to have been intact. For the remaining 14 dislodgements (34 percent), our records do not indicate the status of the balloon. We have met with a representative of the vendor to discuss our concerns. Internally, we are reviewing our own processes to ensure that we are using the device appropriately (e.g. Inflating the balloon with sterile water rather than normal saline). We are also improving our documentation of the circumstances surrounding the dislodgements, including the status of the balloon, and the lot numbers of the devices. Our intent is to bring this to the FDA's attention in case other users express similar concerns.